Event description:
There was an allegation of a questionable elecsys anti-hbs ii result from the cobas e 801 analytical unit for one patient. The initial result was >1000 iu/l (positive). A previous result on (B)(6) 2025 was also >1000 iu/l. The result on the fenghua analyzer was 1.21 miu/ml (negative). (Ref: 0¿10) the result on the sysmex platform was 0.3 miu/ml (negative). (Ref: 0¿5).

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The qc and calibration were passing prior to the event. The investigation is ongoing.

Manufacturer narrative:
The alarm trace report shows several sample clot detection alarms on the date of the event. The sample was received for investigation. The reactive results were reproduced. The result was also confirmed using another method, and there is no indication of a false-positive elecsys anti-hbs ii result. The investigation determined that the reactive result is considered to be correct and the reagent performed within specifications.